Manufacturer narrative:
This report is filed december 12, 2013.

Event description:
Per the clinic, the patient presented with signs of infection at the implant site and cultured as (B)(6). The site was drained and the patient was administered daptomycin (date and amount not reported) thru PICC line. The patient was admitted to the hospital (date not reported) for irrigation and debridement in the operating room. On (B)(6), 2013, it was subsequently noted that the receiver was extruding through the skin subsequently resulting in explantation of the device on (B)(6), 2013. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2013. The patient was reported discharged from the hospital on (B)(6), 2013.

Manufacturer narrative:
(B)(4).